Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm occurred. Customer reported that the drive support cap was normal. Customer was unable to clear and unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device seated unexpectedly with no load in the reservoir compartment during displacement test due to moisture damage to the motor slide and the motor noted. Unable to verify motor error or perform basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test due to device unexpectedly seated.